Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had rewind anomaly and insulin was squirting out. The customer states the device alarmed for compromised force sensor system alarm. The customer's blood glucose level was reported to be 120mg/dl. The customer states there was fluid under the lcd. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No prime alarms noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump received with corroded motor home switch. No traces of moisture were noted at keypad traces or electronic assemblies per visual inspection. The drive support disk was inspected and no anomalies noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.